Event description:
It was reported to resmed (B)(6) that an astral device failed to pass its internal self-test. There was no patient injury reported as a result of this incident. Additional information from the device investigation completed on april 2015 determined that a device malfunction caused the astral to fail its internal self-test. Reference MFR # 3004604967-205-00138.